Manufacturer narrative:
(B)(4). This ventilator is currently in house at a vyaire medical authorized service center. The ventilator is currently in the process of being evaluated. Once the ventilator has been evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator had an air leak. There was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to confirm the customer's reported issue during testing and evaluation. The battery was visually inspected and there were no signs of physical damage. The battery voltage output was measured and found to be within specification. The device passed all testing and met all manufacturer specifications.